Event description:
It was reported that the patient had an ams advance that had been implanted a few years ago. The physician put the sling in prior to the patient getting radiation therapy, and though the sling worked prior to the radiation his incontinence recurred post-radiation. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.